Event description:
It was reported that the user administered multiple daily injections of insulin while remaining connected to the ilet, and declined further guidance when advised to stop this practice. No reported symptoms. Outcomes included no alerts or alarms and no hospitalization. Investigation included customer education and troubleshooting. Investigation of this case revealed user-performed off-label insulin dosing concurrent with pump therapy, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user decision and use error.